Event description:
It was reported that the patient experienced exacerbation of heart failure due to dislodgment of the atrial lead. The patient was hospitalized and the lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).